Event description:
User facility reported that the tip of the drill bit broke during a placement of intracranial pressure monitoring catheter. The tip of drill bit (0.5cm) remained in the patient's head. It was reported that an intern performed the operation and when the incident occurred, the neurosurgeon advised not to remove the broken piece due to patient's unstable condition. The product is available for investigation.